Event description:
A leveen superslim electrode was being used for therapeutic ablation of the liver. Resistance was felt by the physician when the needle was pulled out after the first ablation. The pt felt a pain during the third ablation. Upon removal of the needle, it was found the coating had peeled off at seven centimeters from the tip. A guiding needle was used for a total length of three centimeters. The pt received a third degree burn on the surface of the skin which was touched to the metal needle guide. The total size of the burn was approximately three square centimeters and did not require treatment.